Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve - where did the leakage occurred? Is this at the access tip and the catheters valve? > the valve is leaking - was there any damage noticed on catheter valve? > yes, there are signs of use present - was the valve cracked or broken? > external damage can be seen - where is the catheter located? Abdomen or chest > unknown -how long has the catheter been in place > 14.06.2022 -what was the impact to the patient? > no impact

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: two photos and one sample were provided to our quality team for investigation. Through visual inspection of the valve, upper housing appears damaged, verifying the reported failure. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.

Event description:
Patient says the valve is leaking. Our employee was able to confirm this and changed the valve. Where did the leakage occurred? Is this at the access tip and the catheters valve? The valve is leaking. Was there any damage noticed on catheter valve? Yes, there are signs of use present. Was the valve cracked or broken? External damage can be seen. Where is the catheter located? Abdomen or chest - unknown. Is there a sample available showing the reported issue? Yes, it has been organized and the pickup will take on (B)(6) 2022. How long has the catheter been in place 14.06.2022. What was the impact to the patient? No impact. Lot number associated with reported issue? There is no lot number available.